Manufacturer narrative:
The ge service rep replaced the x-ray tube assembly and listed pcb's, then performed an operational test to include image quality test with no problems noted. The system is operating as intended.

Event description:
The customer reported that the system is getting gen error and x-ray on error codes during boot-up.